Event description:
It was reported that a progav shuntsystem (#fv440-t) was implanted during a procedure performed on (B)(6) 2021. An adjustment of the pressure was necessary. According to the complainant, the progav was believed to be not adjustable. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 130 centimeters (cm). Weight: (B)(6) (kg). Gender: unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: manufacturing and quality control data the progav® shunt system was manufactured by a qualified employee on october 2017. Deviations during assembly did not occur. The product was finally tested as article fv440-t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 20 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 15 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 15 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: deposits and hair on the product; hole in the catheter. Permeability test the test showed that the progav® shunt system is permeable. Computer control test the computer controlled test showed the opening pressure of the progav®, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 1,93 cmh2o. This is not within the specified tolerance of 11 cmh2o ± 3 cmh2o. An applied pressure of 11 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 11 cmh2o ± 3 cmh2o. Additional testing confirms the first test results. According to our results, we can detect a presence of an accelerated outflow. Additionally, the shuntassistant® was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 15 cmh2o in the vertical position, a pressure of 15 cmh2o ± -2/ +4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant® had a pressure of 16,07 cmh2o. This is within the specified tolerance of 15 cmh2o -2/ +4 cmh2o. Adjustability test the progav® was found to be non-adjustable within the specified range. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test the braking force test indicates that the brake function of the progav® is present. Due to the non-adjustability of the valve, as detailed in section 7.5, an investigation of the braking force was not possible. Internal inspection of product after dismantling of the valves, deposits were found in both valves. For more detailed visibility, the proteins/deposits in progav® shunt system were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. Results based on our investigation results, we have determined that there was a accelerated outflow and non-adjustability in the valve at the time of our investigation. Detected deposits were the cause of the malfunction. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.